Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the event history log confirmed the reported symptom as false air in line alarms. The evaluation could not reproduce the reported symptom, since the unit was received inoperable due to a constant reload set alarm. The evaluation found the lower reading on the ultrasonic sensor with a fluid filled tube to be below specification. Evaluation determined that this is attributed to a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had an 'error air sensor alarming." It was also reported that there was no patient involvement.